Event description:
A us distributor reported that a battery was unable to power on a monitor. A us distributor returned a monitor and reported monitor was displaying a service code 110.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110; was isolated to shorted c1, c6, and c7 capacitors on the computer/analog pca. L1, l2, and d1 were also replaced as a precaution. The monitor did not pass incoming functional testing and displayed discharge profile faults. The root cause for the shorted capacitors could not be positively identified. There was no adverse event that resulted from the damaged monitor. Device evaluation of battery pack has been completed. The reported problem (will not power up) was confirmed due to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There was no adverse event that resulted from the damaged battery.